Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Broken white t-handle, dull calcar planar, stripped liner trial, cracked cup inserter, stripped screwdriver. No patient consequences.